Event description:
Event description guidant received information that one day post implant, this implantable cardioverter defibrillator (ICD) exhibited inhibition of ventricular pacing due to oversensing of the atrial paced events.